Event description:
It was reported that the drain was placed during a hepatectomy and broke upon removal six days later. The drain portion had to be placed deeper than normal to reach the wound site. The entire white part of the drain tube had been placed in the abdominal cavity and the clear part under fascia. The drain was sutured by binding the suture around the drain and the other end of the suture was anchored to the skin using a needle. No binding or pinching of the drain was noted. No perforations were made on the drain. During the removal process, the drain tube was reportedly stuck so the user attempted to remove it under general anesthesia and a slight incision of the wound, but unsuccessfully. Pulling force was applied on the drain tubing resulting in a break of the tube, the broken end which dropped into the abdominal cavity and subsequently had to be removed surgically under general anesthesia. Removal was achieved without difficulty. The break appeared to have occurred subcutaneously and was about 3cm proximal to the junction between the white part and the clear part. The pt's condition was unremarkable at the time of reporting even though prolonged hospitalization was required. No further complications have been reported.

Manufacturer narrative:
No lot number info was provided for the company's evaluation. Two drain pieces were returned for evaluation. The drain broke approx 1" from the junction of the clear drainage tube and the white perforated portion of the drain. The break was examined under a 12 times magnification. On the clear portion still attached to the white portion, there is a fracture that goes perpendicular to the break. One eighty degrees from this fracture, there is another fracture on the opposite side indicating a suture was placed here that stressed the drain. Both fractures were on the clear portion that is attached to the white portion. The jagged edges of the broken drain were matched together and no pieces of the drain were missing. The angle of the breakage is roughly 120 degrees with the origin of the break in the middle. The clear plastic tubing was measured, both sides of the breaks were measured and the tubing meets minimum wall thickness requirements of 0.034 inches. Gauge used was qi-0113 with a calibration date of 11/26/06. A pull test was completed on each end of the clear round tubing. Gauge qi-0123 with a calibration date of 01/26/07. Both ends pulled to a 15 lbs without breaking. No mfg defects were found in the returned actual sample. The investigation concluded the most probable cause of the reported event was the drain tubing became fractured with a suture or trocar during placement and subsequently broke when the drain was pulled out during the scheduled removal. Instructions for use state ways to avoid damage or breaking of drains during placement and removal.